Event description:
In 2008, gore excluder aaa endoprostheses were implanted to treat an abdominal aortic aneurysm. Seven months later, aneurysm enlargement with a type ii endoleak was seen on CT. The following month, the gore excluder aaa endoprostheses were explanted and replaced with a vascular graft. The pt is stable with no complications, and is no longer hospitalized. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A histology and engineering evaluation are being conducted. The manufacturing records review verified that this lot met all pre-release specifications. Histology and engineering evaluations are in progress. Additional devices: pxc141200/03932128.